Event description:
Physician wanted to know if we have ever had a death associated with avitene used after a liver biopsy. A patient who had had 3 liver transplants recently had a liver biopsy and 5 cc avitene was injected into the tract. The patient subsequently died.

Manufacturer narrative:
We are in the process of trying to obtain more information regarding this incident. Therefore, no conclusion can be drawn at this time. We have not received any information to date as to whether the product was felt to have caused or contributed to the patient's death. We still submit a follow up report when, if, more pertinent information becomes available.